Event description:
This event was reported as mitral regurgitation, congestive heart failure and papillary muscle had scarred to valve leaflets near commissure keeping valve from closing. No further info was provided.